Event description:
It was reported that the patient's right ventricular (rv) lead had noise, sensing integrity counter (sic) and possible electromagnetic interference. The patient was hospitalized and the lead detection was turned off and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed.analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.